Manufacturer narrative:
(B)(4). No additional information concerning this event has been made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine check, this patient¿s left ventricular (lv) lead thresholds were noted to have increased. There was one lv pacing lead impedance measurement of greater than 2000 ohms also observed. Reprogramming was done and the impedances and thresholds decreased into acceptable range. The lv lead continues to remain implanted and in service. No adverse patient effects were reported.